Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford. D9. Device available for evaluation?: no.

Event description:
One month post-op, x-rays revealed breakage of the screw.